Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm - error codes / messages and device shut off shortly after being connected to pcu - unable to run preventive maintenance tasks. Service document recommends logic board replacement. There was no patient involvement.